Manufacturer narrative:
(B)(4). This appears to be a "malfunction" type of event not because there was a technical malfunction of the device, but since due to a use error the device did not perform as intended. Add'l info will be provided upon conclusion of the MFR's investigation. (B)(4).

Event description:
It was reported by the company rep that: "there were tow caregivers moving a pt from a bed to a chair. The pt was in the air when lowering the pt to the chair. The lift teetered to the side and the pt fell in the chair with no injuries. However, one of the nurse's leg was scraped by the lift's leg as it came back down to the floor."